Event description:
Had gynecare tvt bladder sling inserted at the same time ovaries were removed. Had horrible pain 2 weeks post-op. Told the doctor it felt like the bladder sling was trying to come out or being rejected. Doctor dismissed this idea and said no way. Ended up back in hospital in 2008 due to the pain. Had to have pelvic MRI and many tests. Told nothing was wrong with the sling. About two weeks after that, the doctor did confirm the sling was eroding into the vaginal wall. In addition, had 2-3 bladder infections and one vaginal infection during all the post-op times. Ended up going to a specialist and have surgery scheduled for this friday to remove as much of the mesh as he safely can. This was after a painful cytoscopy to determine if mesh sling had traveled up into bladder or urethra. This sling has been a torture device and after doing lots of research, I have found out just how dangerous and serious it is. Now the rest of my life may be messed up with infections, pain, necrosis, no sex, etc. Somebody please help take this piece of crap off the market.